Manufacturer narrative:
Concomitant medical products: 310c29, tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing due to t-wave oversensing. Reprogramming will be done when the patient is next seen in the office. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.